Manufacturer narrative:
Based on the information provided, the cause of the reported event cannot be determined. There was no report of any malfunction of an intuitive system, instrument or accessory.

Event description:
A patient who was enrolled in a study underwent a da vinci-assisted endometriosis resection with benign hysterectomy surgical procedure. On postoperative day one the patient experienced an elevated c-reactive protein (crp) lab value. Clindamycin was given, there was no report of an infection. The patient was discharged seven days after the procedure. The event did not necessitate an extension of the hospital stay and the event is resolved. There was no report of a da vinci device malfunction during the procedure. The study investigator reported the event as moderate severity, clavien-dindo grade ii, not related to the study procedure, not related to the da vinci device, but possibly related to the patient's underlying disease status.